Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for other chronic/intractable pain (trunk/limbs). It was reported that every time the patient tried to recharge it told them to reposition the antenna. The caller reported poor communication. They had repositioned the antenna and the recharger was fully charged. The patient had been using their stimulation and they never turned it off. It had been 6 weeks since they last charged their device. The patient was supposed to see a neurosurgeon about having it removed, but they wanted to coordinate an appointment with a manufacturing representative. The appointment had been canceled twice. The stimulator had not helped in a long time/several years and they had to have botox shots for 3 years. The patient stated that the patient programmer didn't work and the screen was dark and blank, despite changing the batteries. The patient wasn't able to communicate with the programmer. The patient stated the stimulator was implanted for migraines. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.